Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted (B)(6) 2011 and the patient was reimplanted with a new device during the same surgery. The contralateral side was implanted during the same surgery.